Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was not on bus. The customer stated that the bio reader was originally not working and the main screen was prompting the user to log in with a username, password, and a witness just to access the system. The machine was powered off and left off for 10 minutes. Upon reboot, the screen indicated that an update had failed and the system would revert to the previous version. After that, all drawers failed, and the customer received a ¿device not detected on bus warning message when attempting to recover any of the drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) verified that the station was working after the customer plugged the network cable into the correct port. The fse then remoted into the device to verify that it was online and that no other hardware had failed. The system functioned as intended after the customer resolved the issue and fse tested the device.